Manufacturer narrative:
(B)(4). The device evaluation was completed for the reported event. Internal and external inspections were performed with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). The device passed electrical rite testing, but failed functional rite testing. The failed tests were unrelated to the reported problem; therefore, the issue could not be verified through device evaluation. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the reported issue was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 19:57:34. During night drain cycle five, the patient's ultrafiltration reading was 1999ml, indicating the home patient (hp) drained 1859ml more than their maximum programmed fill volume of 2800ml. No further information was available.